Event description:
The child received a sophysa spv-a about 10 months ago. The valve was functioning normal until under drainage with clinical symptoms occurred. Adjusting it to its lowest pressure range did not change the symptoms. We opened the drainage system intraoperatively and disconnected the distal catheter to check its patency. The distal catheter could be easily irrigated and was clearly patent but no drop of icp was flowing out the spv. We checked the ventricular catheter and reservoir and confirmed their patency. We removed the valve and connected a new spv with its default pressure range of 150mmh2o. Csf was dripping out of the valve. This was the proof for us that the valve was obstructed although nothing abnormal can be seen macroscopically in the transparent housing of the valve.

Manufacturer narrative:
The returned polaris valve has been analyzed. According to our laboratory results, the reported obstruction of the spva valve has not been duplicated. The results of the examination of the device are in compliance with the valve specifications. The valve and the liquid inside the valve are very clean, as mentioned by the neurosurgeon, and there are no marks on the valve body. The pressure setting of the valve (lowest pressure) corresponds to the description of the incident. The functional controls performed to check the valve drainage performance does not reveal any defect. Indeed, it was possible to flush air and alcohol inside the valve, and the ruby ball was not stuck on its seat. Regarding the pressure measurements, in spite of a slightly high medium pressure, the results are conforming to the specifications. In conclusion, the expertise carried out on the valve does not duplicate the observed obstruction. The other parts of the shunt (ventricular and distal catheter) have been tested by the surgeon and were not blocked off.